Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment in this case, device manipulation during deployment caused the valve to be deployed in a too-ventricular position, leading to paravalvular leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review.

Event description:
During a transfemoral tavr procedure the 26mm sapien xt valve was deployed in a too ventricular position resulting in moderate paravalvular leak (pvl) requiring deployment of a 2nd valve. The patient was stable throughout procedure. As reported, the valve was positioned 50:50 across the annulus, but landed 70:30 aortic/ventricular. Step inflation was done; however, it shifted during deployment, despite attempts to reposition. An additional 2ccs of volume was added for post dilation but tee still showed reverse flow in the aorta. The second valve was deployed 2 stent cells higher than the first valve, landing 60:40 a/v resulting in trace to mild pvl with correction of flow. Per post procedure discussion, stored tension in the system may have contributed to the malposition.